Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The brown wire connecting the ECG "c" and ECG "d" tes was broken at the distribution node (dn) plug. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.